Manufacturer narrative:
Post market vigilance (pmv) received one device. Visual inspection noted that the staple cartridge was partially fired. Functionally no abnormalities were noted. Functionally the cartridge was loaded into pmv representative instruments, the interlock was overridden, and the cartridge was applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the gastric tissue during a laparoscopic bariatric surgery, the device was being used throughout the case with no problem. Upon using the 15mm reload, the tissue was clamped and pressed the fire button but the reload did not fire. The light emitting diode (led) screen showed a used reload error. Another 15mm reload was used and the same problem occurred. Another handle, adapter and reload were used to complete the case. There was no patient injury.